Event description:
It was reported that this pacemaker was noted to have reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device was discarded following explant and will not be returned. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Investigation summary: based on the available information, no product has been returned and the product was discarded, therefore, unable to exclude device problem. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was discarded. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was noted to have reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device was discarded following explant and will not be returned.

Manufacturer narrative:
Investigation summary: based on the available information, no product has been returned and the product was discarded, therefore, unable to exclude device problem. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was discarded. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was noted to have reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device was discarded following explant and will not be returned.